Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation flow: damage. Visual inspection: the screwdriver f/4.5mm ti multiloc screws/slf-retain/330mm (part. No: 03.019.025, lot.no: l390587) was returned and received at us cq. Upon visual inspection, it was observed that the laser weld attaching core shaft and cap got broken. The rest of the device shows normal wear which would not contribute to the complaint condition. Device failure/defect identified? Yes. Document/specification review no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the screwdriver f/4.5mm ti multiloc screws/self-retain/330mm (part. No: 03.019.025, lot. No: l390587). There were no issues during the manufacture of this product that would contribute to this complaint condition. It is possible that the device might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 03.019.025. Lot: l390587. Manufacturing site: (B)(4). Release to warehouse date: june 08, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a screwdriver for titanium multiloc screw was found broken during an inventory of equipment. The knob fell off the rod. There was no patient involvement. This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).